Manufacturer narrative:
(B) (4). The ge service rep troubleshoot the system and found a bad collimator. He replaced the collimator upon arrival, found cover/collimator removed and performed an alignment. The system operates as intended.

Event description:
The customer reported there was a cycle power error message displayed and a potentiometer error message. No pt injury was reported.